Manufacturer narrative:
H3/h6: investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported pwd called to report they had 10 cleo 90 infusion sets not adhere upon insertion. Some did not stick, and some did not detach from the applicator. It was reported that the infusion set started to peel up, the infusion set is loose and leaking. There was patient involvement/no harm reported.